Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 36-year-old female patient who had essure (batch no. A67122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2014 for contraception as well as hydrochlorothiazide since 2008, lisinopril since 2008, meclozine (meclizine) since 2008, meloxicam since 2008, metoprolol succinate since 2008, topiramate since 2008, trazodone since 2008 and valaciclovir hydrochloride since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ excessive/ frequent menstruation (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstruation irregular ("irregular menstrual bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), ovarian cyst ("ovarian cyst") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and uterine polyp ("endometrial polyp (s)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, dysfunctional uterine bleeding, ovarian cyst, menometrorrhagia and uterine polyp outcome was unknown. The reporter considered abdominal pain lower, dysfunctional uterine bleeding, dysmenorrhoea, menometrorrhagia, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Laboratory data were added. Added suspect drug indication and lot number. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), irregular menstrual bleeding, dysfunctional uterine bleeding, ovarian cyst, menometrorrhagia, lower abdominal pain, endometrial polyp (s). Updated events and outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (termination): miscarriage") in a 36-year-old female patient who had essure (batch no. A67122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included hypertension and arthritis. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2014 for contraception as well as hydrochlorothiazide since 2008, lisinopril since 2008, meclozine (meclizine) since 2008, meloxicam since 2008, metoprolol succinate since 2008, topiramate since 2008, trazodone since 2008 and valaciclovir hydrochloride since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months after insertion of essure, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ excessive/ frequent menstruation (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menstrual bleeding") and ovarian cyst ("ovarian cyst"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and uterine polyp ("endometrial polyp (s)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the pregnancy with contraceptive device, abortion spontaneous, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menometrorrhagia, menstruation irregular, ovarian cyst and uterine polyp outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysfunctional uterine bleeding, dysmenorrhoea, menometrorrhagia, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Events pregnancy (termination: miscarriage), pregnancy and device ineffective added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("pregnancy (termination): miscarriage") in a 36-year-old female patient who had essure (batch no. A67122-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included hypertension, arthritis, drug allergy, cholecystectomy, tonsillectomy, appendectomy, ovarian cyst, migraine, stroke, anemia, endocervicitis and nauseous. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2014 for contraception as well as hydrochlorothiazide since 2008, lisinopril since 2008, meclozine (meclizine) since 2008, meloxicam since 2008, metoprolol succinate since 2008, topiramate since 2008, trazodone since 2008 and valaciclovir hydrochloride since 2008. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months after insertion of essure, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ excessive/ frequent menstruation (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("menometrorrhagia"), menstruation irregular ("irregular menstrual bleeding") and ovarian cyst ("ovarian cyst"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and uterine polyp ("endometrial polyp (s)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (robotic hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the pregnancy with contraceptive device, abortion spontaneous, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menometrorrhagia, menstruation irregular, ovarian cyst and uterine polyp outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysfunctional uterine bleeding, dysmenorrhoea, menometrorrhagia, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, pregnancy with contraceptive device, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion pregnancy test - on an unknown date: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menstruation irregular, dysfunctional uterine bleeding, menometrorrhagia, dysmenorrhea, menorrhagia, uterine polyp, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.